Manufacturer narrative:
(B)(4). Therapy dates - approximate date of event: "one week before" (B)(6) 2014. The actual device was discarded; however, an unused device of the same lot was received and is currently being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a companion sample was received for evaluation with approximately 23 ml of fluid within its reservoir. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. The blue winged luer cap was removed and normal flow of solution was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver its contents. This occurred during infusion of 21 ml of fluorouracil (non-baxter product) and 84 ml of normal saline. The issue was noticed when the patient returned to the hospital. The access site was an implantable port. The folfusor was being carried in a bag on the patient¿s shoulder. The expected infusion time was 120 hours, and flow was verified prior to the event. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.